Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. Reportedly, the customer attempted to load a cartridge when the piston was in the "up" position while customer was still connected to the site. There was no adverse impact to the customer's blood glucose level. Tandem technical support (tts) educated the customer to always disconnect at the site before removing or loading a cartridge onto the pump. Despite troubleshooting the piston issue persisted and customer reverted to an alternate method of insulin therapy.